Manufacturer narrative:
On 11mar2026 the patient reported skin irritation while using an mcot device with the electrode - patch - universal 2 channel configuration (electrode lot #p203735). The patient experienced general redness, itching, raised skin, and blisters/welts. The patient sought medical treatment and was prescribed a topical steroid medication. The patient discontinued use of the device or took a break in service due to the skin irritation. The patient confirmed following the recommended skin preparation steps and has no history of skin sensitivity or allergies. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Any skin irritation is most probable to be a biocompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factors were identified and/or attributed to electrode skin irritation and associated symptoms. The patient is elderly and over 65 years old. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
On 11mar2026 the patient reported skin irritation while using an mcot device with the electrode - patch - universal 2 channel configuration (electrode lot # p203735). The patient experienced general redness, itching, raised skin, and blisters/welts. The patient sought medical treatment and was prescribed a topical steroid medication. The patient discontinued use of the device or took a break in service due to the skin irritation. The patient confirmed following the recommended skin preparation steps and has no history of skin sensitivity or allergies.